Event description:
Boston scientific received information that this implantable device emitted beeping tones heard by the patient. The patient believes the beeping is due to battery depletion. Currently this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.